Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be concluded although it can be presumed that it was due to camera cable. The event can be detected/prevented by following the description for the event is described as follows in the operation manual: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head was no longer recognized by the processor s400. The issue was observed at reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; a cable failure (broken wire, about to break, short circuit). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer¿s allegation of a 4k camera head no longer recognized by the processor, was confirmed. A full technical evaluation was completed in accordance with the OEM specification and the results show that there was no image due to faulty cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.